Manufacturer narrative:
E.1: complainant city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 3007648359.

Event description:
It was reported "the dressing is not functioning properly. The pump is checked and is working properly. The length of the dressing port is checked and its rupture is evident."

Manufacturer narrative:
Investigation findings: no prior non-conformances for this batch. Batch record and test results were within specification. No changes in environment, materials, methods, personnel, or equipment. Ishikawa diagram used to assess potential causes¿no concerns identified. Supplier not deemed responsible. No risk to other batches or similar items. Root cause: undetermined due to lack of returned product. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, third party manufacturing site: 3007648359.

Event description:
To date no additional patient or event details have been received.